Manufacturer narrative:
Age at time of event: 18 years or older.  Device is a combination product. (B)(4).   Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A 2.50 x 28 synergy¿ drug-eluting stent was advanced to treat the target lesion. However, despite multiple attempts, the device failed to cross the lesion and the stent strut got lifted up. The procedure was completed without stent deployment. No patient complications were reported and the patient's status was good.